Event description:
It was reported that this lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Device is not a boston scientific device. Therefore, bsc does not own reportability.

Manufacturer narrative:
Please disregard report #2124215-2023-27479. Device is not a boston scientific device. Therefore, bsc does not own reportability.

Event description:
It was reported that this lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.